Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer. Therefore the device was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was confirmed and the root cause was determined to be use error, because the patient disconnected the patient line from the transfer set. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Event description:
A customer contacted baxter global technical services regarding assistance with a system error 2240 alarm during drain 3 of 6 on the homechoice machine(hc). The home patient(hp) stated, he disconnected during the dwell. The technical service representative(tsr) assisted the hp to clear the alarm by turning the hc off and on. The hp stated, he would finish therapy with a manual bag. The hp contacted baxter product surveillance on (B)(6) 2011 and stated that he did not develop any adverse reactions or need any medical intervention. The hp stated this was an isolated event and he was currently performing therapy without any complications. There was patient involvement; however, there was no injury or medical intervention reported.